Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a replacement was needed for the pyxis barcode scanner. A field service engineer (fse) replaced the barcode scanner on the medstation. Testing was performed, and the new barcode scanner was able to scan successfully, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a barcode scanner need to replacement. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.